Manufacturer narrative:
Continuation of concomitant products: 990063-020 mapping catheter.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive. A tamponade was confirmed with an echocardiogram. A drainage of the fluid was performed, but the patient was not recovering so a sternotomy was conducted where blood was found at the base of the left atrial appendage. The bleeding was stopped with an atrial clip. The case was eventually completed with radiofrequency. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.